Event description:
The device was used during thoracoscopy. Reportedly, after applying gore seamguards to the device, when fired the blade did not cut, the handle broke and the instrument did not open. The procedure was converted to a laparotomy. The hospital will not release any pt info.